Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The female patient was at home and blood was pouring out of her line per the mother. The mother of the patient clamped it and brought the patient into the emergency department (ed). The PICC had been placed in the arm on (B)(6) 2016. An inspection noted the hub was cracked. The patient did not experience any adverse effects due to this occurrence. Although advised that the patient had an additional procedure; no details were provided.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The female patient was at home and blood was pouring out of her line per the mother. The mother of the patient clamped it and brought the patient into the emergency department (ed). The PICC had been placed in the arm on (B)(6) 2016. An inspection noted the hub was cracked. The patient did not experience any adverse effects due to this occurrence. Although advised that the patient had an additional procedure; no details were provided.